Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while priming. The customer also stated that the settings on the insulin pump disappeared. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/tilted drive support disk. The insulin pump was unable to test for prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.